Event description:
It was reported the patient had a revision of left hip due to x-ray showing cup being loose. During surgery, doctor found out patient was infected.

Manufacturer narrative:
The following other devices were also listed in this report: trident 0 deg constrained insert 22d; cat# 690-00-22d; lot# 14ncy; 22.2mm + 3 lfit v40 head; cat# 6260-9-222; lot# 39826702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has not been made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a primary tritanium hemi cluster hole cup 52mm was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported the patient had a revision of left hip due to x-ray showing cup being loose. During surgery, doctor found out patient was infected.